Event description:
It was reported that an ilet pump was dropped during a business trip, resulting in a cracked touchscreen that prevented use of the unlock button while the device continued to deliver basal and correction insulin; the issue involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related damage problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.